Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent percutaneous endoscopic gastrostomy (peg) tube placement. On (B)(6) 2016, patient had the jejunal tube placed. On (B)(6) 2016, the patient was operated due to acute abdominal pain. During the emergency surgery, a gastric perforation was found. During the surgery, the percutaneous endoscopic gastrostomy with jejunal (peg-j) tube was removed. Report indicated that placement of peg/j system is seen as the cause of perforation and the abdominal pain started after j tube insertion. During surgery, everything was sewn and glued up and it was made a peritoneal dialysis. Duodopa therapy was given through a nasal tube. No further information about other treatment available.